Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The returned device was confirmed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
A proglide device was received in the abbott vascular returned goods lab with no reported information. Preliminary device analysis at abbott vascular identified the proglide device was deployed with blood in/on device. The anterior cuff remained in the anterior foot pocket. The posterior needle tip was engaged with the posterior cuff. The link was attached to both cuffs. The anterior needle tip was scratched at the barb. There was no other damage noted. A device in this condition would not have achieved hemostasis. The facility sender was contacted, who could recall no information regarding the device issue or patient.